Event description:
Revised a mako left medial uni due to tibial baseplate loosening. No other allegations made against the implants. He revised to a primary cementless total knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel.